Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign country - france.

Event description:
It was reported during an unknown event timing that the pressure does not reach desired value and is unstable. When the pressure was set to 300, the values displayed oscillate without ever reaching the required level. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d4, d10, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.